Event description:
It was reported that during left internal carotid artery (ica) aneurysm procedure, the operator superselectively advanced a microcatheter to the distal end of the parent artery under the guidance of a guidewire. Next, the operator selected the subject flow diverter stent. After flushing it, the subject stent was slowly delivered to the m1 segment through the microcatheter. Subsequently, the operator fixed the subject stent delivery wire and withdrew the microcatheter, and the distal end of the subject stent was normally deployed and opened. When the operator continued to withdraw the microcatheter to the tail end of the ica, approximately one-fourth of the distal end of the subject stent did not open properly. The operator attempted to push and pull the subject stent to improve its expansion, but it still could not fully open. The operator then continued to withdraw the microcatheter, at which point the middle and proximal segments of the subject stent opened well. After the subject stent was fully deployed, the operator attempted to massage the poorly expanded area of the stent with a guidewire, but there was no significant improvement. The operator tried to deliver the microcatheter through the subject stent under the guidance of the guidewire, but when the microcatheter entered the stent, the proximal end of the stent shifted to the aneurysm neck. To ensure surgical safety, the operator chose to deploy another stent at the proximal end of the subject flow diverter stent to cover the aneurysm neck and used coils to densely embolize the aneurysm. At this time, angiography showed that the parent artery and distal vessels were patent, with no thrombosis occurring. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D4 gtin - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent delivery wire (sdw) and introducer sheath were returned. The stent was not returned. The distal sdw was noted to be kinked/bent. The distal protection assembly (dpa)/petal and re-sheath pad were intact. The stent introducer sheath was inspected and no anomaly was noted. Functional inspection of the device was not conducted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. Information received states "when the physician continued to withdraw the microcatheter to the tail end of the internal carotid artery (ica), approximately one-fourth of the distal end of the stent did not open properly. The physician attempted to push and pull the stent to improve its expansion, but it still could not fully open. The physician then continued to withdraw the microcatheter, at which point the middle and proximal segments of the stent opened well. After the stent was fully deployed, the physician attempted to massage the poorly expanded area of the stent with a microguidewire, but there was no significant improvement. The physician tried to deliver the microcatheter through the stent under the guidance of the guidewire, but when the microcatheter entered the stent, the proximal end of the stent shifted to the aneurysm neck. To ensure surgical safety, the physician chose to deploy another stent at the proximal end of the subject stent to cover the aneurysm neck and used coils to densely embolize the aneurysm. At this time, the angiography showed that the parent artery and distal vessels were patent, with no thrombosis occurring. After waking up from anesthesia, the patient had no adverse effects temporarily". Product analysis found only the sdw was kinked/bent. The stent had been implanted in the patient. The reported events: ¿stent failed/unable to open¿ and ¿stent dislodged/migrated' could not be confirmed during analysis as the stent was implanted. It is most likely that anatomical factors contributed to the reported event. An assignable cause of procedural factors will be assigned to the reported events: ¿stent failed/unable to open¿ and ¿stent dislodged/migrated' and the analyzed event: 'sdw kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during left internal carotid artery (ica) aneurysm procedure, the operator superselectively advanced a microcatheter to the distal end of the parent artery under the guidance of a guidewire. Next, the operator selected the subject flow diverter stent. After flushing it, the subject stent was slowly delivered to the m1 segment through the microcatheter. Subsequently, the operator fixed the subject stent delivery wire and withdrew the microcatheter, and the distal end of the subject stent was normally deployed and opened. When the operator continued to withdraw the microcatheter to the tail end of the ica, approximately one-fourth of the distal end of the subject stent did not open properly. The operator attempted to push and pull the subject stent to improve its expansion, but it still could not fully open. The operator then continued to withdraw the microcatheter, at which point the middle and proximal segments of the subject stent opened well. After the subject stent was fully deployed, the operator attempted to massage the poorly expanded area of the stent with a guidewire, but there was no significant improvement. The operator tried to deliver the microcatheter through the subject stent under the guidance of the guidewire, but when the microcatheter entered the stent, the proximal end of the stent shifted to the aneurysm neck. To ensure surgical safety, the operator chose to deploy another stent at the proximal end of the subject flow diverter stent to cover the aneurysm neck and used coils to densely embolize the aneurysm. At this time, angiography showed that the parent artery and distal vessels were patent, with no thrombosis occurring. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.